Manufacturer narrative:
The user facility performs repair and service by themselves. No service was requested. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the side rail mounted on the ventilator became dislodged. There was no patient involvement. Manufacturer's ref.: (B)(4).